Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing intermittent beeping from the system controller and went to the clinic. The patient then noticed that the distal end bend relief of the percutaneous lead had separated from the metal connector. The log file was submitted to technical services group for a preliminary review, and low speed operation and pump stoppage were noted in the log file. The hospital staff reinforced the area where the distal end bend relief separated from the metal connector with tape. The manufacturer then placed a clamshell on the lead. The 14 volt power module patient cable was then replaced and no further issues were reported once the patient cable was replaced. The patient remains ongoing.

Manufacturer narrative:
Usage of the device: the usage of the returned power module 14 volt patient cable (lot # 24990390611; mfg date september 2011) is not known to the manufacturer as the patient code is not labeled for single use. The 14 volt power module patient cable was returned to the manufacturer for evaluation. During analysis an atypical low voltage alarm occurred that was followed by a pump stoppage while maneuvering the power leads. The electrical continuity of each wire within the 14 volt power module patient cable was measured, and the internal wires within the black and white power leads were confirmed to be outside specifications. The black and white power leads of the patient cable were stripped and the inner conductors were confirmed to be compromised. The root cause of the reported low voltage alarms and intermittent pump stoppage was found to be due to wire fatigue within the black and white power leads of the patient cable from flexing over time. No further information is available. The manufacturer is closing its file on this event.